Event description:
A hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, 6 minutes into the procedure the patient bucked and caused the doctor's hand to move. The doctor stopped the procedure, examined the patient, and noticed a burn. She reapplied the tenaculum, added an alyse clamp, and then continued. Completed with same device. The patient had a small first degree burn on vaginal canal but not on labia, and the doctor reported she will be fine; treated with sylvadine cream and will follow up within the week. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.